Event description:
It was observed that during the device inspection, the ultrasonic probe exhibited a broken probe, and the device had kinks. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation, broken probe and the device had kinks. Based on the results of the investigation, the most probable cause of the complaint is d02, which is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.